Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the air bubbles were present in the reservoir and o ring in reservoir got removed, broken. The customer¿s blood glucose level was 385 mg/dl, 73 mg/dl. The customer declined troubleshooting and treated high blood glucose with bolus via insulin pump. It also stated that the due to damage reservoir was able to lock in place when inserted in. The size of the air bubbles was eight of an inch near the top of the reservoir. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, cracked retainer and scratched case. No detached or broken on reservoir tube lip or damage reservoir tube o-ring noted during visual inspection.